Manufacturer narrative:
Analysis was able to confirm the customers comment regarding the damage to the hanger and connector. Confirmed output connector assembly is broken. Confirmed hanger assembly is broken. All found defective parts were replaced and all other identified issues were resolved. Device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pole hanger and female plug for the atrial line were both broken. The device was returned for servicing. There was no patient involvement.